Manufacturer narrative:
Device evaluation: one (1) used sample was returned for evaluation p/n (B)(4) with lot number reported as unknown; the sample was received in used condition. During visual inspection: the returned sample was visually inspected and no discrepancies were found. During functional testing: the cuff of the returned sample was inflated using a syringe and the product was submerged under water in order to detect any leakage. Results: leakage was observed coming out from a small tear in the cuff. The customer reported condition was confirmed. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received that a smiths medical tracheostomy had an air cuff leak prior to use with a patient.